Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe as it is not related to the device. As per the investigation procedure creases, wear abrasion and deformation were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported left side "rupture." Healthcare professional later reported "a focal fluid is observed on the lower inside and outside of the left breast, and in the lower outside, the bucking and capsule boundary of the adjacent area seems to be likely to be an impending rupture" via us. Device was found intact upon explant surgery. Device was explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "rupture." Healthcare professional later reported "a focal fluid is observed on the lower inside and outside of the left breast, and in the lower outside, the bucking and capsule boundary of the adjacent area seems to be likely to be an impending rupture" via us. Device was found intact upon explant surgery. Device was explanted and replaced.